Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was not delivering programmed boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint of undelivered boluses during the investigation. Three boluses were programmed and fully delivered on (B)(6) 2012. Review of the black box shows no evidence of any canceled or partially delivered boluses the date of the event. There are no alarms or errors related to the compliant in the pump history. The total daily insulin totals correctly reflect the user's programmed basal rate. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.